Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp noticed the insulation around the electrode separated from the lead itself. The hcp was using the lead introducer and the they noticed it prior to deploying the times. The hcp used another lead instead. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Product analysis (B)(4). Analysis information -- 2018-09-27 10:22:46 cst pli# 30 product ID# 3889-33 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer¿s representative (rep): the lead was never implanted, the protective coating separated prior to implant and the lead was replaced/new lead was used. It was clarified that the lead separated when plastic snap on end of stylette was removed from the proximal end of the lead. There was no patient injury and no further complications were reported.